Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A visual inspection was performed on the returned product. The reported material deformation (flared stent) and unstable stent were confirmed. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, electronic instructions for use, states: carefully remove the delivery system from its protective tubing for preparation of the delivery system. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported material deformation (flared stent) and unstable stent appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during preparation and before use, after removing the graftmaster rx 2.80 x 19 mm stent system from the protective tubing, the stent strut was kinked. Another graftmaster stent was used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Device analysis noted the stent had shifted 1 mm from where it was initially crimped on the balloon. Follow-up revealed the physician noticed the stent had moved after advancing the graftmaster stent on the guide wire.